Event description:
It was reported that the patient was present at the emergency room experiencing low heart rates and confusion. The patient's right ventricular (rv) lead exhibited high capture threshold and the right atrial (ra) lead exhibited no capture threshold. Both the rv and ra leads were revised and replaced on (B)(6) 2025 to resolve the issue. The patient was in stable condition.